Event description:
Caller states that she tested back to back on the device with the following results: 191mg/dl, 472mg/dl. No additional medications taken and no adverse event reported. No treatment received. No qc were used. Requested return of suspect device and replacement was sent.